Event description:
A surgeon reported that a system message was displayed during a procedure and the intraocular pressure control could not be used. The issue was resolved by replacing the product with another without consequences to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).